Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed the reference electrode was broken and the reference electrode had an air leak. The fse determined the failure mode as a defective reference valve and reference electrode. The fse replaced the reference valve and reference electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.